Manufacturer narrative:
Brand name: cure ultra. Common device name: catheter, uretheral. Procode: kod. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports "performing intermittent urinary self catheterization 7-8 x day for the past 6 years. He said that he "got uti due to using the cure ultram16c catheters. Unknown quantity. He has used these catheters for the past 5 years. He has had 3 urinary tract infections utis during that time period, 2 of them in the past 2 months with the last one being "very very serious" states 2 of his doctors said the catheters were the cause of the uti's and says there was "to much lubricant going into my penis". He does not add any lubrication to the product. His symptoms were that he had to "pee all the time" and "hurt like hell all the time" (started at the urethra and spreading to this entire body). The symptoms are less after treatment with prescription IV antibiotics x 3 days but symptoms have not completely resolved." He states he was hospitalized 2.5 days at one facility, and then hospitalized 4 days at another facility. He said that he was told not to use the cure catheters anymore and he now has a foley catheter in place."

Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.